Event description:
A caller reported that the touchscreen of their pump was cracked and shattered, rendering it illegible and unusable. There was no reported impact on the customer¿s blood glucose level. As a corrective action, tandem technical support arranged to replace the pump and provided instructions for the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to put the pump into storage mode before returning it using a pre-paid shipping label.